Manufacturer narrative:
(B)(4). The device was received in good visual condition. Under closer inspection it was noted that there were two clips in the jaw of the instrument. Testing was performed with the clips in the jaw. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no issues found with the opening and closing of the jaw. It is probable that clips could have affected the performance of the jaw. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event - unknown, assumed 1st day of month ((B)(6) 2012) that complaint was reported.

Event description:
It was reported that during a neobladder procedure, during depose cystic stilt (blasenpfeiler) the instrument did not cut and could not open. The instrument had to cut out. Surgery had to continue with hf. No further information is available. There were no adverse consequences for the patient. Information from surgeon: operating between the cystic stilts is a very narrow environment and there is actually no space at all to open the jaw with the finger or even to get the fingers down beside the jaws. The device had already coagulated but not cut when it mechanically blocked. The surgeon could neither move nor open the instrument and the only way to remove it, was finally to cut it off the tissue.